Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was in the hospital due to peritonitis. Multiple attempts to obtain additional information were made without any success.